Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported needle retraction issues. The sensor was inserted on (B)(6) 2018. No additional patient or event information is available. No product was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). MFR (B)(4) was reported in error. Please see MFR 3004753838-2018-129464 for the original reporting of this event.

Event description:
Subsequent to the initial MDR, it was determined that the report was a duplicate submission.